Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was found dislodged. A revision procedure was performed wherein the physician attempted to reposition the lead, but the lead failed to extend the helix again once it was retracted. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.